Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's control board was removed and returned. Evaluation of the returned control board found several components broken off. The observed damage is typical of device mishandling. The control board was scrapped. Analysis for reports of this type has not identified an increase in trend.